Event description:
Information was received from a consumer via a company representative regarding a patient receiving fentanyl and hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. It was reported that since yesterday the communicator had not been charging. A replacement communicator was requested from the repair department because the communicator was not taking a charge.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 1-may-2024, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿tm90 recharging circuitry is damaged l3¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.